Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with blood glucose (bg) values that dropped to 55 mg/dl. The patient suffered a concussion and had a headache. The pod was worn between 4 and 24 hours on the arm. For treatment, the patient was given diagnostic tests. The patent was discharged after 2 hours.